Event description:
It was reported to dräger that the device suddenly alarmed during a surgical procedure and that automatic ventilation stopped. The team finished the procedure in manual ventilation with no health consequences to the patient.

Manufacturer narrative:
The device was inspected on-site by a dräger service engineer who could confirm the reported behavior and trace it back to a faulty motor of the ventilator. The entire motor assembly has been replaced, the device passed all consecutive tests and has been returned to use. Log file evaluation made by the manufacturer confirms the validity of the on-site expertise - the supervisor function of the software has detected speed deviations during motor rotation and has forced a shut-down of automatic ventilation. As confirmed for the particular case, the shut-down is accompanied by a corresponding alarm, and manual ventilation via the built-in breathing bag including dosage of all necessary gases including anesthetics is further possible. The safety concept can be explained as follows: the ventilator motor is a step motor that drives a piston i.e. The number of rotations and the end position defines the piston hub; the piston hub is an equivalent to the tidal volume applied to the patient. To protect the patient from potentially hazardous output and/or from serious damages to the ventilator unit, the device is designed to shut down automatic ventilation when the divergence between expected and measured motor position exceeds a certain limit. Since the nature of the issue is known and the related failure rate is within accepted range, an evaluation of the failed motor was not considered necessary.